Manufacturer narrative:
Date of event: dates are estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of ischemia and thrombosis are listed in the omnilink elite instruction for use as known potential patient effects associated with the use of the device. A conclusive cause for the reported ischemia and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided.

Event description:
It was reported through a research article that the patient presented with subocclusive stenosis in the innominate artery, dizziness, and a pale hand some time in 2004. A 4x40mm non-abbott balloon was used at 6 atmospheres, and a 9x40mm non-abbott stent was deployed. The following day, the stent had migrated and the symptoms returned. Using a 7 french sheath, a non-abbott catheter was used to move the stent to the right common iliac artery where an 8x39mm omnilink stent was implanted to crush the previous stent. Later that day, the patient developed ischemia and thrombosis, so surgical intervention was performed to explant the stent. The patient was discharged seven days later but returned weeks later for another 9x39mm omnilink stent. Details are listed in the attached article, titled "endovascular treatment of aortic arch vessel stent migration: three case reports." No additional information was provided.